Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/ replace belt" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrode, the rear therapy electrodes, and the interconnect cable were severed and missing. The root cause for the severed cables was physical abuse. No adverse event resulted from the severed cables.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "add gel/ replace belt" messages in the absence of a prior gel release.